Event description:
In 2007, the lay user/patient contacted lifescan another country alleging her euroflash meter was reading inaccurately high. The medical affairs specialist sent a follow-up questionnaire to the customer service representative (csr) to ask the patient. The csr and patient have made an appointment to speak on august 18, as the patient is unable to speak at the moment. On the same day, early in the morning (around 3 am), the patient stated she woke up drenched in sweat and saw different colors. She states those symptoms are typical of hypoglycemia. At that time, she measured her blood glucose level with the meter and it showed a result of 138 mg/dl, but she had been testing with an expired lot of test strips. She measured with two other non-lifescan meters within 10 minutes and they showed results of 50 and 48 mg/dl. She drank apple juice and measured 5-10 minutes later with results of 140 mg/dl on the lifescan meter and 58 and 62 mg/dl on her other meters. She then administered dextrose and measured on the non-lifescan meters, which showed results of 92 mg/dl and 106 mg/dl. At 6 am, her blood glucose level was 140 mg/dl on one of her non-lifescan meters and at 8 am, her level was 101 mg/dl on her non-lifescan meter. She attributed the hypoglycemic symptoms at 3 am to cleaning the whole house all at once sometime before the incident. She ate two peaches and injected 10 units of protafan (nph) insulin the night before the incident at 10 pm. The patient did not specify if this action was part of her normal diabetes routine. The patient was unable to answer questions regarding actions taken because of the issue. This information is unknown at this time and would support the classification of this case. The csr determined during the troubleshooting telephone call, the patient's testing technique is correct. The meter was set to the correct unit of measure and calibration code number. The test strips had been expired. No quality control testing was performed, as the patient did not have control solution. This complaint is being reported because the patient alleged she obtained readings inconsistent with her symptoms. The patient stated that she ran a blood test after experiencing symptoms on original day, but as information is missing regarding previous treatment regimen or meter readings prior to the incident, there is not enough evidence to rule out the device may have contributed to the patient's symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.